Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor water filters were replaced once every 2 years instead of once every 2 months. The user facility staff disinfected the water supply pipes once every 1-2 months after replacing the water filters instead of immediately disinfecting after water filter replacement. The issues occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation ,associated with h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation results, a definitive root cause could not be determined. Although the facility staff understood that it was necessary to disinfect the water supply pipes after replacing the water filter, they did not follow the instructions in the instruction manual and instead supplied water based on their own judgment. This was likely because the equipment was being managed based on the assumption that disinfection of the water supply pipes after replacing the water filter was not necessary, as the pipes were disinfected once every 1 to 2 months. The event can be detected and prevented by following the instructions for use which state: instructions, operation manual for oer-6 section 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. Warning after replacing the water filter, be sure to perform the operation described in section 7.4, ¿disinfecting the water supply piping¿ to prevent multiplication of miscellaneous germs and staining inside the water supply pipes. Failure to perform this operation could result in contamination of the equipment piping and/or the scope, preventing effective reprocessing. Replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing. Section 7.4 disinfecting the water supply piping disinfection of water supply piping is required in the following cases: before using this equipment for the first time (after installation of the water filter set) immediately after replacement of the water filter whenever bacteria are identified in the water supply piping before using the equipment when it has not been used for more than 14 days olympus will continue to monitor field performance for this device.